Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue later confirmed that the correct parts were received. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported by a getinge field service engineer that four springs rather than four screws (d212-12-0832) were received. There was no patient involvement.